Event description:
It was reported that while checking the cs300 intra-aortic balloon pump (iabp) units power supply fan was not working and there was no output voltages. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the power supply assembly (0014-00-0033-05), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications.

Event description:
It was reported that during prior to use the cs300 intra-aortic balloon pump (iabp) units power supply fan was not working and there was no output voltages. There was no patient involvement.